Manufacturer narrative:
The report received from the affiliate indicated that after using an exoseal device for vascular closure, the patient experienced hypovelemic shock due to retroperitoneal bleeding which was controlled by manual compression only and the issue resolved. The physician used a 6 fr. Exoseal vascular closure device (vcd) to achieve hemostasis. The deployment of the plug was reported to have been successful and the deployment technique well done. There was no reported product issue or signs of damage. Two minutes after plug deployment, the visible bleeding from puncture was finished and there were no signs of hematoma. After ten minutes, the patient experienced hypovolemic shock. The physician found a severe retroperitoneal hematoma. The retroperitoneal bleeding/hematoma was controlled by manual compression only. There was no major consequence reported for the patient. Additional information obtained indicated that the physician had used the device for between eight-ten cases. No resistance was noted as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible "click" was heard. An adequate bleed-back signal was observed; there was no report in improper window indication. The plug deployment button was fully depressed and the plug was deployed. The vcd was removed with the sheath as a single unit. The angle of access was 30-45 degrees. The femoral artery suitability was verified on angiography; the vessel diameter was >/= 5mm in diameter and the arteriotomy was not in or near an area of calcified plaque or stented segment. There were no reported signs of pre-existing hematoma prior to plug deployment. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds/hematomas are a procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Retroperitoneal bleed/hematoma may lead to hypovolemic shock depending on the degree of blood loss and the patient's ability to cope with the bleed. Pressure to stop the cause of the hypovolemic shock and fluid replacement therapy are common forms of immediate treatment. Based on the information available for review, patient and/or pharmacological factors are likely contributing factors to this event. Without a lot number to conduct a DHR review and without the product available for analysis, no determination regarding potential contributing factors could be made. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the physician used a 6 fr exoseal vascular closure device (vcd) to achieve hemostasis. The deployment was reported to have been successful and the deployment technique well done. There was no reported product issue or signs of damage. Two minutes after plug deployment, there were no signs of bleeding. The visible bleeding was finished and there were no signs of hematoma. After ten minutes, the patient experienced hypovolemic shock. The physician found a sever retroperitoneal hematoma. The retroperitoneal bleeding/hematoma were controlled by manual compression. There was no major consequence reported for the patient. Additional information obtained indicated that the physician had used the device for between eight-ten cases. No resistance was noted as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible "click" was heard. An adequate bleed-back signal was observed; there was no report in improper indication. The vcd and sheath were withdrawn as a single unit. The plug deployment button was fully depressed and the plug was deployed. The vcd was removed with the sheath as a single unit. The angle of access was 30-45 degrees. The femoral artery suitability was verified on angiography; the vessel diameter was >/= 5mm in diameter and the arteriotomy was not in or near an area of calcified plaque or stented segment. There were no reported signs of pre-existing hematoma prior to plug deployment.